Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced a kinked cannula which led to high blood glucose level. They tried to treat it with bolus via pump but, on (B)(6) 2024, she first went to the emergency room and was subsequently hospitalized due to high blood glucose level. Her highest blood glucose level was 885 mg/ dl. Further, the patient was transferred to the intensive care unit. Moreover, the infusion set was used for three days. During hospitalization, the patient received fluids of saline (unknown), insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2024, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.